Event description:
A customer reported to the company representative that during a cataract procedure, the occlusion bell kept going off even though the phaco tip was not engaged on the disposable. They exchanged the handpiece and phaco tip which did not resolve the bell. When they tried a different 'disposable', the occlusion bell was resolved. The product sample was not retained. Additional information was provided by the company representative who indicated the occlusion bell sounded at the very beginning of the procedure. The issue was resolved after the cassette was replaced. There was no patient harm reported. No additional information is expected. This is the second of two reports.

Manufacturer narrative:
As the customer did not retain the finished goods lot number, a device history record (DHR) and lot history could not be reviewed. The customer did not retain a sample for this complaint report; therefore, a visual inspection or functional testing could not be conducted. The root cause of the customer's complaint could not be established as a sample has not been received. Without a sample, it was not possible to isolate the root cause. (B)(4).